Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of the homechoice cassette. This occurred during drain three of four of peritoneal dialysis therapy. Renal therapy services (rts) advised the nurse to place a minicap on the transfer set and to cycle power off and on to clear the alarm. Proper procedures per the user manual were reviewed with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
In the initial MDR is being corrected to 4114. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.